Event description:
In 2007, patient brought back to or (scheduled case) for revision tka exchange tibial insert. Diagnosis: recurrent hemarthrosis. Original tka less than two years ago. The rep informed and requested device for analysis.